Manufacturer narrative:
Device evaluation: broken shell, void >1 mm in non-textured, fold creases, wear abrasion and missing shell. A microscopic analysis and leak test were performed which identified broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive. No particles in valve were found in the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.